Event description:
International affiliate reports that the surgeon lost control of the device during placement into the breast of a patient. The trocar portion of the device slipped in the surgeon's hands, pivoted and pierced the chest wall and lung. An emergency chest tube drain was then placed and the puncture soon quickly sealed itself.

Manufacturer narrative:
H-6 conclusion code: event is attributed to a loss of control of the device by the surgeon. No device failure is noted.